Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle presented outside of the barrel. The cardiologist pulled one needle, then attempted to back the other needle down. Needle back down was not successful. The pt was sent for surgical device removal. Surgery was successful and the pt did fine. The cardiologist noted that she could not identify a cause for the needle miss, but felt that backdown should have been successful if she had not removed one needle from the device prior to attempting back down.